Manufacturer narrative:
A product development investigation was performed. The returned instrument was inspected and the complaint condition was able to be confirmed. The distal tip had sheared off cleanly at an angle indicating that pivoting force contributed to the breakage. The returned instrument was missing approximately 14mm of the distal cutting edge. The received condition is indicative of having been subjected to force beyond the yield strength of the device. However, the root cause could not be definitively determined as the method of use and maintenance and the conditions at the time of the damage are unknown. A visual inspection, drawing review, and device history record review were performed as part of the investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The 03.010.061 4.2mm three-fluted drill bit is an instrument routinely used in the titanium cannulated tibial nails system. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth is not available for reporting. (B)(4). Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 03.010.061, lot# h037095. Supplier: (B)(6), release to warehouse date: (B)(6) 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during initial retrograde procedure for distal femur on (B)(6) 2016, a drill bit broke off into two pieces in the patient. Surgeon tried but was not able to retrieve one piece and that piece is still embedded in patient bone. There was 10-20 minutes delay in surgery. Portable x-ray was used to complete the procedure. Patient was reported as stable post operatively. This report is for one (1) drill bit. This is report 1 of 1 for com-(B)(4).